Event description:
A report was received that the patient was having issues with healing in the pocket site. The patient underwent a pocket revision wherein a new pocket was made and sutured a little bit. The patient was also treated with anti-coagulants. No infection was suspected. The patient was doing well postoperatively.